Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited noise and myopotential oversensing on the right atrial (ra) lead due to what appears to be insulation degradation, resulting in inappropriate atrial tachy response (atr). Noise was also observed on the shock electrogram (egm). The ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.